Event description:
The customer alleged they received questionable free thyroxine (ft4), free triiodothyronine (ft3), and triiodothyronine (t3) results on their e602. The units of measure were requested but not provided. The first patient's initial ft3 result was 8.85. The repeat ft3 result was 3.68. The patient's t3 result was 1.35. The first patient was not adversely affected by this event. The second patient, born on (B)(6) 2001, had an initial ft4 result of 24.12. The repeat result was 17.3. The second patient's ft3 result was 7.45. The t3 result was 2.75. Information on whether the second patient was adversely affected was requested but not provided. Information on whether any of the results for either patient were reported outside the laboratory was requested but not provided. The ft3, ft4, and t3 reagent lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The patient sample for the first patient was returned for investigation. An interference to the assay antibody/idiotype was identified. This interference is indicated in the package insert.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The units of measure for the ft4 tests were pmol/l. The second patient's sample was returned for investigation. The sample was tested using ft4 reagent lots 173745 and 172999 on a e602 analyzer. The ft4 results were slightly elevated with both lots of reagent. The customer's results could be reproduced. A general reagent issue could not be determined. There was not enough patient sample left for further investigation.